Manufacturer narrative:
The t:slim pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with approximately 300 units of insulin. When the insulin gauge displayed 145 units, the customer delivered a bolus for 25 units for dinner, and the insulin gauge decreased to 130 units which was higher than expected. Subsequently, the customer was unaware of the air removal process. The customer's blood glucose level was 195 mg/dl. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully and received an accurate fill estimate.